Manufacturer narrative:
Continuation of d10: product ID:990063-0202 product type: mapping catheter: product ID: 4fc12 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using cryo, a rupture occurred at the left atrial appendage (laa). The patient experienced a drop in blood pressure twice, and cardiac tamponade was identified. Initially, a chest drain was inserted, but the patient did not recover, necessitating chest surgery to close the rupture. Several attempts were made to access the left superior pulmonary vein (lspv), but there was uncertainty whether it was the left atrial appendage or left superior pulmonary vein (lspv). An echocardiogram showed a small amount of fluid, and the procedure continued. The case was completed with cryo. However, several hours post-procedure, the patient's blood pressure dropped again, leading to the chest drain insertion and subsequent surgery. The patient was stable but still hospitalized for further observation. No patient complications have been reported as a result of this event.